Event description:
It reported via user report on 12/13/2024 that on 10/10/2024, the patient experienced a skin reaction with itching under the entire patch area, which occurred an unspecified day after the sensor had been inserted (no information about insertion site). The nurse who reported the issue stated that the patient had bad skin reactions which were getting worse over time, and that the patient was very itchy ¿all over¿. The patient was advised to try a barrier cream, use an unspecified antihistamine and swap it for other continuous glucose monitor (cgm) devices. The nurse was contacted multiple times to obtain more information regarding the reaction being experienced ¿all over¿, and to clarify the antihistamine treatment, but could not be reached. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Mhra reference number: (B)(4). User report 2024/012/011/501/017 labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).